Event description:
It was reported by the patient¿s son that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was cardiac arrest. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Patient code added for cardiac arrest.